Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed that the atrial output connector was broken. It was also noted that the battery contacts were compressed. (B)(4).

Event description:
It was reported that the external pulse generator had a broken atrial connector. The generator was returned for service. No patient complications have been reported as a result of this event.